Manufacturer narrative:
No product was returned for evaluation. Review of the device history record confirmed this lot met manufacturing requirements prior to shipment. Based on the information provided to st. Jude medical, the cause for the reported event could not be conclusively determined. A search of the database revealed no training record for the user. The angio-seal instruction for use (IFU) state should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention. The IFU caution that the angio-seal device is to be used only be a licensed physician (or other health care professional authorized by or under the direction of such physician) possessing adequate instruction in the use of the device, e.g., participation in an angio-seal physician instruction program or equivalent. The angio-seal device instruction for use (IFU) state that bleeding at the puncture site is a possible risk or situation that may be associated with the use of the device or vascular access procedures. If this should occur, the IFU instruct the user to apply digital or manual pressure to the puncture site. If necessary, monitor pedal pulses.

Event description:
It was reported following diagnostic coronary angiography, a 6f angio-seal was used to close the right femoral artery. Pulsatile blood flow continued but stopped in a few minutes without manual compression. The patient was transferred to the ward. During the afternoon, the patient complained of a numb and cold right foot. There was no pulse on the right foot. A doppler scan revealed a complete or partial occlusion in the common femoral artery. A heparin IV was started. The next morning, a doppler scan revealed a major blockage in the ilio-femoral junction. The anterior tibial artery was not seen. Stenosis was found in the proximal common femoral artery. Angiography revealed a sub-occlusion in the common femoral artery with endoluminal material. An angioplasty with a 6mm balloon and stent (6mm x 20mm) was performed. A small residual stenosis remained. Normal blood flow was established. Two days later, the patient was discharged. Reportedly, the puncture site was above the femoral head and the common femoral artery was 4mm on the final femoral angiogram. The patient was taking 75mg of clopidogrel daily.